Event description:
Discordant, falsely elevated troponin results were obtained on one patient sample on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The sample was repeated in duplicate on the same instrument, resulting lower on one replicate and falsely high on the other. The sample was then repeated three times on the same instrument, resulting lower. The corrected result was reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After evaluation of the instrument data, the ccc discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The customer adjusted the spin times and upon follow-up stated that no additional discordant results were obtained. The cause of the discordant, falsely elevated troponin results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.